Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the locking cap cross threaded on the screw tulip during insertion causing the top of the screw to shear off. The screw was removed and replaced with an alternative screw to complete the procedure. There were no adverse patient events reported and surgery was delayed less than 20 minutes.

Manufacturer narrative:
Information was entered in error; there are no changes from the initial submission. The returned screw was evaluated. The thread is stripped at the top of the tulip. The cause of this failure can be attributed to the threads not being correctly lined up. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the locking cap cross threaded on the screw tulip during insertion causing the top of the screw to shear off. The screw was removed and replaced with an alternative screw to complete the procedure. There were no adverse patient events reported and surgery was delayed less than 20 minutes.